Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient received unintended abdominal stimulation and programming was unable to resolve the issue. The patient underwent surgical where the lead was revised on (B)(6) 2016. The patient's issue was resolved and the patient receives effect stimulation in the in the established pain pattern.